Event description:
Physician was treating patient for mid-pole splenic aneurysm with penumbra ruby coils. During the case a coil sheared off and became lodged in the microcatheter. The physician was able to pull the microcatheter out with the coil still hanging out of the tip with no adverse events to the patient. Eight other penumbra coils were successfully placed after.

Manufacturer narrative:
Results: the pusher assembly hypo-tube is broken and the pull wire is exposed approximately 83.4cm from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the coil sheared off and became lodged in the microcatheter. The evaluation of the returned product revealed that the device was mishandled during use. However, based on the description of the complaint, it is not clear how the device was broken in this way or when the pusher assembly hypo-tube was broken. If the hypo-tube was broken when advancing or retracting the coil, the coil would be detached as the complaint described. The investigation did not reveal a product malfunction. This issue appears to have been caused by excessive force placed on the device during use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.